Event description:
Customer reported the sys would not save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the memory power supply. Sys operates as intended.